Manufacturer narrative:
Device evaluation:analysis of the returned device identified: weight to the spec, white particles in the shell and deformation device. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported left side capsular contracture baker grade IV. The device has been explanted.

Event description:
Capsular contracture (baker grade IV) was reported. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side capsular contracture baker grade unknown. The device remains implanted.